Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a disgnostic procedure using an 8f sheath. Reportedly, no suture was present when the plunger was removed. A cuff miss occurred. Another perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The cuff miss was confirmed as a mal position of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received and analysis of the returned device, the investigation determined that the reported issue and the subsequent treatment appears to be related to circumstances of the procedure. The suture/knot in the bearing is indicative of a mal position of the device due to sub optimal depth placement or friable vessel. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.